Manufacturer narrative:
Explanted date: device was not explanted. Telephone number: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that used an angio-seal during a bilateral closure of the 5fr access in the common femoral artery (cfa) following the intervention to solve the postpartum bleed. A 6fr angio-seal evolution device had an unknown issue on the left side. Hemostasis was subsequently achieved with manual compression. The right-side closure with an angio-seal evolution was successful. Nurses reported that there was no surgical intervention required. Additional information was received on 21jul2021. The angio-seal was deployed as per IFU. It was a 6mm common femoral artery (cfa), textbook puncture, anterior wall, no calcium. The anchor deployed without incident. While retracting the handle the suture detached from the device handle. The pusher and the collagen plug remained on the suture. Tension was put on the suture with their hands as the handle had detached and proceeded as normal. Hemostasis was achieved using the angio-seal device. The procedure outcome was successful. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal evolution device was returned for product evaluation. The evolution body was returned mated with the sheath along with tamper tube and suture. No other components were returned for evaluation. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with the color bands fully exposed. The button was felt stiff upon receipt. The suture was subjected to microscopic analysis and one appeared cut and the other end appeared to be detached from the hub. Based on the returned device, the complaint could be confirmed for suture detachment as the suture was completely detached from the device hub. A supplier corrective action report (scar) has been initiated to address this issue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.